Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the last follow-up, there were increased threshold measurements and impedance measurements greater than 2,500 ohms on the right atrial (ra) lead. As a result, the ra lead was programmed off. During the revision procedure, evidence of severe twiddler's syndrome were noted. The ra lead was wrapped tightly around the device resulting in insulation damage. As a result, the ra lead was surgically abandoned. A new ra lead was not implanted due to the overall low atrial pacing percentage. No adverse patient effects were reported.